Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Correction: date received by manufacturer should have been reported as 7/10/2017 for manufacturer report number 2017865-2017-06947, which was previously incorrectly reported as 7/12/2017.

Manufacturer narrative:
Correction: date of event should have been reported as (B)(6) 2017, which was earlier incorrectly submitted as (B)(6) 2017.

Event description:
It was reported that the patient expired. The cause of death was related to congestive heart failure, hypertension, dm multiple strokes, emphysema hypercholesterolemia. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the primary cause of death is unknown.